Event description:
New legal claim, asr revision scheduled, but has not taken place yet. Asr xl system (only cup and head details provided), left hip. Kid: (B)(4). Update (B)(6) 2015: reason for revision:metallosis, patient initials, dob, additional surgeon, taper sleeve details, revision date confirmed. (B)(6) 2015.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal counsel alleges that patient underwent a revision to address metallosis, pain, elevated metal ions and cup loosening.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 9 nov. 2015: updated reasons for revision to include pain and component loosening (cup) added additional hospital and surgeon, added stem details. Taken from original claimsuite, scf and reply to query.